Event description:
Ous MDR - it was reported that 2 days after the implantation the lead was explanted due to worsening sensing values. During the revision pressure marks were noted in the distal part of the lead.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection was able to confirm the clinical complaint. The ligature markings could be seen about 11 cm distal of the is-1 connector pin. In this area, a twofold circumferential deformation of the outer conductor helix was detected. These damages are probably a result of a tight binding of the ligature threat. The insulation was intact in this area. Further inspection showed a severely twisted inner conductor helix near the is-1 connector pin. The analysis showed that an over-rotation of the screw mechanism should be considered as the cause. During the extensive analysis, no other deviations were found that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The analysis did not show any indications of a material defect or manufacturing error.